Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: sample evaluation: four open 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7236575 (p/n 302995). The samples were visually evaluated. The four syringes were found to have a small amount of visible silicone on the black stopper. The amount observed was a normal and expected amount of silicone for this product per product specification for all four syringes. The bd product specification is tied to the latest update for syringes which specifies that silicone appearance shall be minimized. The samples in question meet that requirement. DHR review for batch 7236575, manufacturing date: 09/03/2017. Batch quantity was (B)(4). Batch sub-assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7236575 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.

Event description:
It was reported that the bd syringe only luer-lok¿ tip had a greasy type film found around the rubber part of the plunger. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Correction: medical device expiration date. Medical device expiration date: 07/31/2018. Medical device expiration date: 07/31/2022.